Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable glucose hk gen.3 (gluc) results on their c702 analyzer. The customer stated they found elevated gluc results and all the reported results were repeated on another system. The doctor was informed. A new reagent pack was placed onboard the analyzer, calibration and quality control were performed, and it was ok. The customer suspected that the previous reagent rack pack was contaminated and produced a bad calibration. When a standby reagent pack came onboard, it used the bad calibration to determine the patient results. It was noted the customer did not perform the recommended quality control on the standby pack before use. The analyzer was taken off line. The first patient's initial gluc result was 37.9 mmol/l. The sample was repeated on an abl method and the result was 25.4 mmol/l. The customer also provided the following data for seven samples. Information on whether the data was used for diagnostic purposes was requested but not provided. Information on whether the discrepant results were reported outside the laboratory was requested but not provided. Information on when this testing was performed was requested but not provided. The samples were tested on another analyzer, repeated on the c702 in questions, and then repeated on the c702 analyzer after the new calibration. The second sample's initial result was 5.1 mmol/l. The first repeat result was 7.8 mmol/l. The second repeat result was 5.0 mmol/l. The third sample's initial result was 5.5 mmol/l. The first repeat result was 8.4 mmol/l. The second repeat result was 5.4 mmol/l. The fourth sample's initial result was 5.2 mmol/l. The first repeat result was 7.8 mmol/l. The second repeat result was 5.1 mmol/l. The fifth sample's initial result was 6.7 mmol/l. The first repeat result was 10.2 mmol/l. The second repeat result was 6.5 mmol/l. The sixth sample's initial result was either 6.4 mmol/l or 6.5 mmol/l. Clarification has been requested but not provided. The first repeat result was 9.9 mmol/l. The second repeat result was 6.4 mmol/l. The seventh sample's initial result was 4.4 mmol/l. The first repeat result was 6.7 mmol/l. The second repeat result was 4.3 mmol/l. The eighth sample's initial result was 9.3 mmol/l. The first repeat result was 14.2 mmol/l. The second repeat result was 9.1 mmol/l. It was possible there might have been medical intervention, like the administration of insulin. Information on whether there were any adverse events was requested but not provided. The gluc reagent lot number was 690421. The expiration date was requested but not provided.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. Additional data were requested but not provided. The quality control was within specification. The customer stated that they had problems with the wash station a week before this event. The field service representative replaced the valves.

Manufacturer narrative:
Additional information has been provided by the customer. The discrepant results were reported outside the laboratory.